Manufacturer narrative:
Device available for evaluation - type of follow up - device evaluation. Device evaluated by manufacturer- additional information the axium coil and pushwire was returned for evaluation. As received, the pushwire was broken into three segments which were not retained together. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was found to be located against the lumen stop and the implant coil was found to be still attached to the pushwire with the coil shield present. No defects were found on the implant coil. The implant coil detached from the pushwire subsequent to the pulling back of the coin from the lumen stop. No other anomalies were observed. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. Based on the device analysis findings and the reported event details, the customer report of ¿non-detachment¿ was confirmed. The implant coil was returned still attached to the distal segment of the pushwire. Although the cause for the non-detachment could not be determined; the customer reported only one attempt at detachment with the instant detacher. In regards to the customer report of manual detachment (via hypotube), the pushwire was found to be broken into three segments; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). During device analysis, the implant coil was successfully detached subsequent to pulling back the release-wire. All parts of the pushwire that could affect the detachment were found to be within specifications. Per the axium coil instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual method of detachment (via hypotube). Also, ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher).

Manufacturer narrative:
(B)(4). The patient's age, gender, and weight information have been requested; however, the customer has indicated that the information cannot be provided. The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. The physician did not use the instant detacher as instructed in the instruction for use (IFU). Per axium IFU: if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (B)(4)

Event description:
Medtronic received a report that one axium helical coil could not be detached with one attempt of instant detacher method as well as with one attempt of manual detachment (breaking hypotube method, an alternative method presented in the instruction for use). The patient was treated for an endoleak of an abdominal stent graft. The patient anatomy was severely tortuous. The physician removed the coil from the patient. Before this event occurred the physician had implanted few coils successfully. No patient injury reported as a result of the procedure.